Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set tubing was leaking at the site. The infusion sets was in use for couple of hours, 1 day and some 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.